Event description:
Clinical narrative: an impella 5.5 was placed via the direct surgical access and graft to support the 66 year old male patient who had been admitted in with planned surgery, of a coronary artery bypass graft in the operating suite (or). This 5.5 was placed as care escalation from a prior impella cp pump. The underlying history beyond the known coronary artery disease is not known or shared. The pump was supporting when there was steady chest output that prompted the team to return to the or for surgical washout and sternal re-exploration. The field representative responded the bleeding and washout were unrelated to the pump placement. Anticoagulation specific to the pump had not been started at that time. An unknown amount of blood products were transfused. The bleed resolved, the patient was stable. On day 4 the pump was weaned and explanted. The patient survived. Anticoagulation necessary for the pump placement can contribute to bleeding.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 UDI number updated.

Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the major bleed/asae was not determined due to insufficient clinical details, no product return, and no data logs available.

Event description:
Clinical narrative: an impella 5.5 was placed via the direct surgical access and graft to support the 66 year old male patient who had been admitted in with planned surgery, of a coronary artery bypass graft in the operating suite (or). This 5.5 was placed as care escalation from a prior impella cp pump. The underlying history beyond the known coronary artery disease is not known or shared. The pump was supporting when there was steady chest output that prompted the team to return to the or for surgical washout and sternal re-exploration. The bleed resolved, the patient was stable. On day 4 the pump was weaned and explanted. The patient survived. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.